Event description:
It was reported that the pump was alarming when cassette was attached and priming. Field engineer tested pumps and the pump operated fine. Tested with test cassette and functioned fine. While inspecting the line, the customer noticed indentations on two areas so they believe the malfunction is due to the extension line and not the cassettes. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. An occlusion was detected in bonding between tube and filter. The root cause of the reported issue was found to be an occlusion. Actions were taken to mitigate the reported issue: quality alert was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component.